Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. Information was reported that the caller stated that two days ago the patient developed a golf ball sized lump on her back over the spinal incision. The rep is unsure if it¿s a seroma or hygroma, but it's not a hematoma. The patient denies any falls or trauma, but the caller is not certain how reliable the patient is. The patient was seen today by the caller's clinical specialist. The patient had contacts 8 and 9 completely out based on the connection check and also had out of range impedances that show they are completely out. The caller stated they will see the patient next week. No further complications were reported. No additional patient symptoms were reported.